Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a 31 mm amplatzer amulet left atrial appendage occluder was chosen for procedure on (B)(6) 2021. On the same day the device was implanted, post procedure, the device was reported to have embolized into the patients left ventricle and the device was surgically removed. The patient remained stable throughout the procedure and post explant. Three weeks later it was reported the patient returned to the hospital. The patient was intubated due to a pulmonary infection (pneumonia) and is now deceased. It is in the physician's opinion, that the amulet device, or related implant and explant procedure did not caused or contributed to the patient's death. The date of death and the cause of death was not provided due to general data protection legislation. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.